Event description:
The pt was receiving valvuloplasty procedure and somehow air was introduced into the syringe and line containing the contrast dye which was unknowingly injected into the pt by the dr, resulting in an air embolism and her death.